Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing sensor glucose versus blood glucose differences. It was reported that sensor glucose was 55 and blood glucose was 96 mg/dl. Customer's blood glucose at the time of call was 517 mg/dl. Customer reported to receive weak signal alerts around 4:00 a.m. Customer also reported that the act button was difficult to press. Troubleshooting was performed and customer was advised on proper sensor usage and calibration techniques. Customer was advised to monitor insulin pump and to call back if issue persisted.